Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for retraction issue with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd needle failed to retract. "Material no: unknown batch no: unknown; it was reported that the needle failed to retract. Although the safety button was pressed, the needle did not retract. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Unknown manufacturer: (B)(4).

Event description:
It was reported that an unspecified bd needle failed to retract. "Material no: unknown batch no: unknown. It was reported that the needle failed to retract. Although the safety button was pressed, the needle did not retract."